Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 1060 mg/dl. The customer¿s current blood glucose was 187 mg/dl. The customer was in emergency room as a result of high blood glucose. The customer treated with insulin pump. Customer was wearing the insulin pump and injections. The drive support cap was normal. The insulin pump will be returned for analysis.